Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or cassette leak reported for this event. Per the pdrn, the patient has been observed to have poor aseptic technique and also has cognitive impairment as they are documented to have dementia. A breach in aseptic technique is suspected for this event of peritonitis which is supported by the culture results of escherichia coli and group b streptococcus, both of which are part of the normal flora of the gastrointestinal tract that may colonize the genitourinary tract. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient has peritonitis. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn). On (B)(6) 2019 the patient was sent to the hospital with cloudy pd effluent and admitted for a diagnosis of peritonitis. A pd culture result was positive for escherichia coli (e. Coli) and group b streptococcus. The patient was initiated on antibiotic therapy. The patient was prescribed/treated intraperitoneal (ip) vancomycin 2g every three days for seven total doses and oral ciprofloxacin 250 mg twice a day for 14 days. The patient was also prescribed diflucan (route, dose, frequency and duration unknown) to prevent a fungal infection. Additional hospital information is unknown. The patient was discharged on an unconfirmed date. The patient completed antibiotic therapy on (B)(6) 2019 and continued pd therapy. The pdrn stated the suspected cause of peritonitis is a breach in aseptic technique. The patient has been observed to use poor technique during pd therapy set-up and disconnect. The patient has poor cognition due to documented dementia. The patient has gone through re-teaching multiple times with the pdrn and the program manager.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.